Event description:
It was reported that during a corrective osteotomy pediatric femur procedure, a small fleck of metal came off of an 11mm socket wrench. The piece was retrieved and the procedure completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. Product development evaluation of the returned device revealed that all 4 edges of the universal joint on both the shaft and socket head have very large gouges and burrs. The corresponding edges of the swivel block also have similar damage. The socket head is held onto the block with a pin and the base on one side of head has broken below the pin. There is brownish residue in the hex recess. There is no lot number etched on the part. Based on the damage on the part, it has been used extensively and at the extreme limit of the universal joint (parts at approximately a 90 degree angle to each other) on numerous occasions. The location of the break corresponds to the location of the deepest gouge in the shaft end and is likely the result of using excessive torque with the device in that orientation. Based on the evident damage around the universal joint, the design is adequate for the intended use and the complaint condition is due to excessive torque of the device. Therefore the complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for this complaint (B)(4).